Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a complete pump reset by technical support, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.